Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that following left ventricular assist device (lvad) implant, unrelated to lvad patient, the patient experienced bladder rupture on (B)(6) 2024 and urine set in chest which was thought to have soaked the lvad pump. An aspiration event occurred as a result of bladder rupture. Bronch cultures demonstrated staphylococcus aureus, klebsiella, citrobacter, and sirracea. The patient was treated with lifelong antibiotics and was very debilitated following aspiration event and was stable inpatient. The bladder rupture was not related to the implant procedure. There were no vad issues, and the pump was operating as intended.